Event description:
A physician reported that during surgery, when the lens was loaded into the cartridge, the tip of the cartridge was clogged and the lens did not advance.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).